Event description:
On (B) (6) 2009, the facilities purchaser reported to baxter global technical services that on (B) (6) 2009 one colleague cx triple channel volumetric infusion pump in which the fluid volume delivery was to high. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped. The physician assistant kept pushing the black valve down and it kept pushing. She finally put her finger on the valve while harvesting and was able to complete the procedure using the same device. The hospital did not report any patient complications.

Manufacturer narrative:
Evaluation summary:the reported condition of the fluid volume delivery was to high could not be confirmed through evaluation, therefore the cause cannot be determined. (B) (4)